Manufacturer narrative:
No systemic reagent issue identified. It is possible there is a potential mutation affecting target detection. This is the most likely root cause based on the information provided including clinical picture information, pcr results, serology etc. In order to confirm, the sample was requested for sequencing, however, the customer no longer has an available sample and therefore no further confirmation can be provided. Per the method sheet, though rare, mutations within the highly conserved region of the viral genome covered by the cobas® ampliprep/cobas ® taqman® hbv test, v2.0 primers and/or probe may result in the under-quantitation of or failure to detect the virus. Detection of hbv dna is dependent on the number of virus particles present in the specimen and may be affected by specimen collection methods and patient factors, (i.e., age, presence of symptoms, and/or stage of the infection). No remaining serum for either of these samples is available. The customer issue has been alleged on the kit cap-g/ctm hbv v2.0 72tests ce-ivd (catalog no: 04894570190; UDI: (B)(4) which is equivalent to the us kit; kit cap-g/ctm hbv v2.0 72tests us-ivd (catalog no: 05027012190; UDI: (B)(4). Initial reporter facility name truncated due to character limit: (B)(6).

Event description:
A customer in china alleged discrepant results for one patient while using the cobas® ampliprep and cobas® taqman® hbv test, v2 (cap/ctm hbv v2). The alleged sample initially a generated positive result with a titer of 15,800 iu/ml with a competitor platform. A repeat of the sample on that system gave consistent results. A new blood draw was taken and tested on the cap/ctm hbv v2 assay and gave a result of target not detected (tnd). Then, the original and the new collected samples were retested on cap/ctm hbv v2 assay and both gave results of tnd. The new collected sample was also retested on the competitor platform and produced a positive result of 2,230 iu/ml. The positive and negative results were released. No harm is alleged.